Event description:
It was reported that bd alaris pump module smartsite infusion set was kinked and leaking. The following information was received by the initial reporter with the verbatim: after the writer primed the tubing, and attached the line to the patient, the pump was started. The patient then reported he felt a leak in the line. Writer inspected the tubing and found where the leak was and stopped the pump. Tubing was kinked above second y-site, closest to patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 23075240 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set was kinked and leaking. The following information was received by the initial reporter with the verbatim: after the writer primed the tubing, and attached the line to the patient, the pump was started. The patient then reported he felt a leak in the line. Writer inspected the tubing and found where the leak was and stopped the pump. Tubing was kinked above second y-site, closest to patient.